Event description:
Healthcare professional further reported infection. The device has been discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of delayed healing and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was exposure and delayed healing.

Event description:
Healthcare professional reported left side "possible exposure and ''delayed healing". Device has been explanted.